Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited atrial pacing lead impedances with a sudden increase from values of 600 ohms to out of range measurements of 2933 ohms. In addition, atrial tachy response (atr) events due to noise were observed. The field representative confirmed right atrial (ra) lead noise with arm movement. Technical services (ts) recommended programming configurations enhancements. This ra lead remains in service. No adverse patient effects were reported.